Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 46. Details of surgery: primary stability not achieved. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.